Manufacturer narrative:
Zimmer biomet complaint (B)(4). G2: foreign - japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the blade fractured during surgery. There were no consequences or impact to the patient. All pieces were removed from the patient. It was reported that no further information is available.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned. A visual inspection was conducted on the customer provided pictures. The pictures show signs of attempted use including heavy marking and scratching on the blade. Further inspection shows that the blade has fractured where the blade inserts into the driver. Based off of the photo the complaint is confirmed. A determination cannot be made as to what caused the blade to fracture. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The reported event is confirmed, based on provided photos. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted to update additional information in sections b4, b5, d4, g3, g6, h2, h3, h4, h6 and h11.